Manufacturer narrative:
H.6. Investigation: bd was not able to perform an investigation to the retention samples since batch number is unknown (customer claim / leakage). A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h.10.

Event description:
It was reported that while testing with bd bactec¿ lytic/10 anaerobic/f culture vials multiple bottles were leaking. There was no report of patient or user impact. The following information was provided by the initial reporter: report of multiple bottles leaking.

Event description:
It was reported that while testing with bd bactec¿ lytic/10 anaerobic/f culture vials multiple bottles were leaking. There was no report of patient or user impact. The following information was provided by the initial reporter: report of multiple bottles leaking.

Manufacturer narrative:
Medical device lot #: 1098036 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.